Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, false pauses caused by undersensing was observed. The patient had open heart surgery that moved the location of the loop recorder, which was causing the sensing issues. Programming changes were made and the patient was stable.